Manufacturer narrative:
Device evaluated by MFR.: a coil and pusher wire inside the dispenser hoop were returned. A visual examination found that the main coil was severely stretched and broken. No damage was noted on the delivery wire. There was substantial blood present on the fiber bundles. The zap tip of the main coil was inspected and no damage was noted during microscopic examination. The interlocking arm of the main coil was observed to be missing. The interlocking arm of the delivery wire was inspected and no damage was noted. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported that intermittent flush was performed and a ¿cook 5 french e2¿ microcatheter was used. The dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ the most probable root cause is considered user related. (B)(4).

Event description:
It was reported that a coil was protruding out of the catheter. The target lesion was located in the splenic artery. During procedure, the coil and pusher wire arms interlocked in the introducer sheath. The introducer sheath firmly seated in the hub of the catheter before an attempt was made to advance the coil. A 10mm x 40mm interlock .035 coil was successfully deployed through a 5f e2 non-bsc catheter but noted a resistance. The system was intermittently flushed with heparinized saline and introduced the 8mm x 40cm interlock¿-35 coil. Resistance was encountered and the physician "felt like something was grinding inside." Once the coil begin to exit the diagnostic catheter, it was noted that about 1cm of the coil was hanging out of the catheter when the pusher was detached. The physician was able to remove everything as a system so the coil would not deploy in the patient. The procedure was completed with a different device. No patient complications were reported and the patient was fine.

Event description:
It was reported that a coil was protruding out of the catheter. The target lesion was located in the splenic artery. During procedure, the coil and pusher wire arms interlocked in the introducer sheath. The introducer sheath firmly seated in the hub of the catheter before an attempt was made to advance the coil. A 10mm x 40mm interlock .035 coil was successfully deployed through a 5f e2 non-bsc catheter but noted a resistance. The system was intermittently flushed with heparinized saline and introduced the 8mm x 40cm interlock¿-35 coil. Resistance was encountered and the physician "felt like something was grinding inside". Once the coil begin to exit the diagnostic catheter, it was noted that about 1cm of the coil was hanging out of the catheter when the pusher was detached. The physician was able to remove everything as a system so the coil would not deploy in the patient. The procedure was completed with a different device. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).